Manufacturer narrative:
As reported, there was problem with an 6f .070 al 1 vista brite short tip (st). The yellow catheter hub was leaking. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made. The device was not returned for evaluation. A product history record (phr) review of lot 18479768 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub leakage¿ could not be verified as the device was not returned for analysis. The exact cause cannot be determined. Without the return of the device for analysis and with the limited additional information provided, it is difficult to ascertain the root cause between the device and the event reported. According to the warnings in the safety information in the instructions for use, ¿remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ neither the phr nor the information available suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, there was problem with an 6f .070 al 1 vista brite short tip (st). The yellow catheter hub was leaking. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was problem with an 6f .070 al 1 vista brite short tip (st). The yellow catheter hub was leaking. There was no reported injury to the patient. The device will be returned for evaluation.